Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has had a gradual rise in impedances since (B)(6) 2011 to 1560. Thresholds had also risen from 0.5 @ 0.5 to 2.2 @0.6. At today's check threshold was stil 2.1 @ 0.6 but impedance was back down around normal - 470. In the dms, rep sees 1 higher measurement in (B)(6) 2010 (approx 3 mos post implant). It jumped from 590 to 1160. In (B)(6) in the 1000's, then had the jump to 1540, then back down, then up to 1310 in (B)(6) and today 470. Technical services explained to rep that this is not normal. Patient is not in clinic now, suspect either set screw on lead frac. Wouldn't think of set screw this far out except that they saw a jump 3 mos post implant. When they bring patient in, should evaluate via pocket manipulations and isometrics. If they go in, should check header connection first. Lss is on, mv is off. Patient is not dependant - they don't pace much. As a note, sensing hasn't changed. Md is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).